Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot # is unknown at this time. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. This complaint was not confirmed in the lab due to a lack of sample. A sample evaluation was not performed due to unavailable sample. A root cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A dialysis clinic representative (dcr) reported two (2) unspecified transfer sets which leaked from the blue twist clamp on the distal end of the tubing during patient use on unknown dates. Dcr stated that no holes were detected in the set. This is report 1 of 2. On (B)(4) 2011, product surveillance contacted the nurse regarding the leaking transfer set. The hp had observed the leak on the 1st transfer set which was like a very slow drip during use. The hp is continuing therapy with no further issues at this time. There was no patient injury or medical intervention indicated at the time of the initial report.